Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The supera instruction for use recommends a pre-dilatation diameter for a 5.5 mm stent is to use a balloon diameter greater than 5.5 mm. The investigation was unable to determine a conclusive cause for the stent elongation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the totally occluded proximal popliteal with mild calcification and no tortuousity, after predilatation with a 5.0 mm balloon to 5.5mm, the supera stent was deployed in the target lesion but the stent became elongated to 120 mm. There was no reported resistance or difficulty deploying the stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.